Manufacturer narrative:
UDI= (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx ii system device was used during an mid-urethral sling placement procedure performed on (B)(6) 2015. According to the complainant, after the physician had placed the sling inside the patient, cystoscopy was done and bladder perforation was noted. Consequently, the physician pulled the mesh out and decided not to replace it. The physician will let the bladder heal and will attempt to perform the procedure again after 6 weeks. The patient's condition at the conclusion of the procedure was reported to be fine.